Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). It was reported that the internal connection of the implant was damaged at site 46, and the impression coping did not engage properly. One month after placing the crown over the implant. The implant had to be removed. Patient will return to place a new implant. Patient history and bone density unknown. Additional information was obtained on 21-may-2024, the clinician reported that a screw fractured inside the implant and damaged the internal connection of the implant. Zimvie received one (1) unknown biomet screw for evaluation. Visual evaluation / functional test was performed, a fractured screw was stuck inside the implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/ seating exceeded recommended value or patient factors. Therefore, based on the available information, a device malfunction did occur. There was a fractured screw inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the internal connection of the implant was damaged and the impression coping did not engage properly. 1 month after placing the crown over the implant. The implant had to be removed. Patient will return to place a new implant update: a screw fractured inside the implant and damaged the internal connection of the implant.

Manufacturer narrative:
Zimvie complaint number (B)(4).